Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device not working - bench repair. There was no reported patient involvement / adverse patient impact.

Event description:
It was reported to philips that the device was not working. The fse clarified that the issue was a therapy fail error during opcheck. There was no patient involvement.